Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 6000 core unit for one patient. The initial result at 10:35 was 451.9 pg/ml. A second sample was collected at 13:14, and the result was 13.4 pg/ml. The repeat result at 19:46 was 870.8 pg/ml. The third sample was collected at 18:27, and the result was 1577 pg/ml, and the repeat result was 1323 pg/ml. A fourth sample was collected at 20:48, and the result was 1333 pg/ml, and the repeat result was 1366 pg/ml. The result of 870.8 pg/ml is considered to be correct. The customer noticed a large difference between the initial result of the second sample and the initial result of the third sample, and decided to repeat the second sample.

Manufacturer narrative:
The cobas 6000 core unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Qc was within range prior to the event. There weren't any relevant alarms that occurred. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.